Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left laparoscopy on the colon, when on the re-anastomosis of the colon, the device was unable to be closed and the anvil was bent. The surgeon tried to get the anvil to mate to the stapler and it would not go. The surgical time was extended for thirty minutes or more due to the product problem as they had to redo the device and put in a new anvil to complete the case. There was no patient injury.